Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: 010000666 g7 58mm cup lot #: 6613025 customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the surgeon used a g7 58mm neutral liner for a g7 58mm cup that went in as designed. However, the surgeon decided he needed more offset and stability, so he removed that liner and tried implanting a g7 10 degree liner. However, it would not lock in to the corresponding cup. Reporter inspected the cup and found no defects. The surgeon then worked on trying to get the liner to engage for 20min using a smaller impactor head, removing the liner and repositioning, back and forth. Unfortunately, while we were impacting the liners, anesthesia informed the surgeon that the patient may have suffered a fat embolism. After 20min and much effort, surgeon did manage to get the second liner to lock in with the cup. Attempts have been made, and all information available has been given.